Event description:
It was reported that post index procedure, the pt had a myocardial infarction (mi), stent thrombosis (st) and a target vessel revascularization (tvr). The pt presented with intermittant chest pain and was diagnosed with an st elevation mi. Coronary angiography confirmed 100% stenosis due to thrombus in the proximal left anterior descending artery (lad). Target lesion 1 was identified as a de novo lesion in the proximal lad. The lesion was 2.6 mm wide, 16.7 mm long as well. There was no calcification, but mild tortuousity. The physician predilated the lesion prior to placing a 3.0x 20 mm taxus express2 stent. Post dilatation stenosis was 0%. Following deployment of the stent in the proximal lad, moderate to severe irregularities were noted in the mid to distal lad. Angioplasty was performed at these sites, resulting in 0% residual stenosis in the mid lad and 10% residual stenosis in the distal lad. The pt was discharged 2 days later on aspirin and plavix. On day 251, the pt presented to the ER with crushing substernal chest pain radiating to the arm. Admission ECG revealed st elevations and cardiac enzymes were elevated. The pt was diagnosed with an acute mi and referred for emergent angiography. Of note, admission medications included aspirin only; there was no mention of plavix. Coronary angiography revealed 100% occlusion of the mid lad caused by thrombus inside the previously placed stent. The pt then underwent angioplasty of the mid lad, the placement of a 2.75 x 20 mm taxus express2 stent. The new stent was deployed slightly proximal to the previously placed stent with most of the new stent inside of the previous stent. Residual stenosis was 0%. A post catheterization revealed only t wave inversion. The pt was discharged 2 days later on aspirin and plavix. In the opinion of the physician, there was a probable relationship between the st/mi/tvr and the taxus stent.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #6874595 found that the device met its material, assembly and product specifications, at the time of release to distribution.